Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ligasure maryland jaw laparoscopic sealer/divider 5mm-37cm device was not working properly. No harm was done to the patient. The device was not sealing and dividing properly. See also maude report number (B)(4).